Event description:
The event was reported as: the doctor was using a capio suture and when he went to "throw it", the bullet became lodged in the ligament. No pt injury reported. No further info available.

Manufacturer narrative:
Sample is not available for investigation. Evaluation: method - no sample returned, no catalog or lot# given. Results - manufacturing processes were reviewed and no findings related to this complaint description were detected. Conclusions - complaint not confirmed. No root cause can be determined to lack of information. No corrective action will be taken at this time.